Event description:
It was reported that the surgeon noticed the screw broke during removal after bone fusion. The shaft of the screw was left in the bone and only the head of the screw could be removed.

Manufacturer narrative:
The investigation shows that the screw was pre loaded with high tensile forces resulting from high torsional forces during insertion. The breakage occurred after implantation under service load (tension and bending load) in combination with high tensile forces on low cycle fatigue mode. The investigation with sem shows on the fractured surface appearance of a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also exists. In addition swinging lines of a fatigue breakage were visible to some extent. Indications for material or mfg related problems were not found in this investigation.